Manufacturer narrative:
One sample was returned for review. The guidewire was removed from the dispenser and it was visually confirmed that the coil was missing from the distal (flexible tip) of the wire. The detached piece was not returned. CAPA b)(4) has been initiated to address the issue of guidewire detachment.

Event description:
During placement of a drainage catheter, the operator found the distal coil of the 0.018¿ guidewire was stripped off the core in the vivo when the guidewire was taken out on 2/26. Hence the doctor need to do another procedure to took the coil out. However ,the coil still could not be able to take out until now due to the location of the stripped off coil, and they are asking a guarantee from argon that confirming that the stripped-off coil will be no harm to human body if did not/could not be taken out.